Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call, they were hospitalized for high blood glucose over 600 mg/dl on (B)(6) 2017. Customer stated they went several times that week as customer had ran out of strips for her meter. Customer was experiencing symptoms such as vomiting and dehydration. Customer was treated with fluids and insulin drip. Customer was wearing the insulin pump at the time of the hospitalization and was advised to remove it when they were treating. The device is not returning for analysis.